Event description:
The olympus endo therapy loop cutter was inserted through the pentax scope channel during an esophagogastroduodenoscopy (egd) diagnostic procedure. The cutter was tested prior to insertion by opening and closing the device. It functioned as expected. The loop cutter was introduced through the channel of the scope, closed on the suture and the doctor was unable to reopen loop cutter to release. Another surgeon who was in the department, assisted by burning the suture, to release the device by using the argon cautery. The patient tolerated the procedure well and went onto recovery. The doctor conveyed that this was a device malfunction or use issue.